Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. The customer stated that prior to calling the technical hotline, the latron control was outside limits. The customer proceeded to perform a disinfect procedure and then aspirated bleach via the latron mode in order to clean the flow cell. She then repeated the latron control and recovered good results. Customer then proceeded to run the 5c controls and all levels of cbc (complete blood count) and differential results were within limits. Customer then ran a pt blood sample four times with elevated eosinophil results. The customer ran an older pt sample x2 since she did not have any new pt samples to run and the results recovered normal both times. The customer decided to monitor instrument performance and not to request a field service visit at the time. Raw data associated with pt sample were not provided for analysis. The root cause of this event is unk.

Event description:
The customer reported that the maxm analyzer generated falsely elevated eosinophil results on one pt sample. The customer ran the pt sample a total of four times and each time the eosinophil results were high ranging from 16% to 58%. The customer performed a manual differential and observed only one (1%) eosinophile cell. The erroneous test results were not reported outside of the lab. There were no reported changes to pt treatment associated with this event.